Manufacturer narrative:
The referenced endoscopy workstation cart front brake caster had a flat spot and the cart was missing two front bumpers; a mechanical and functionality test was performed and were within standard specifications. The cart was repaired and returned to stock. A review of the instrument history of the cart indicates the cart was previous serviced/inspected two previous times. The last asset return service/inspection was performed on (B)(6) 2020 with no problems found. The investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, the endoscopy workstation cart castor was found damaged and the two front bumpers were missing. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR 9611174-2020-00035. No device was returned to the original equipment manufacturer (OEM), however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode as the device was inspected prior to being loaned to the customer and was found to be in good working condition. Therefore the reported failure is due to user damage. Per OEM< no further investigation required. Olympus will continue to monitor the field performance of this device.